Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) system died approximately 6 weeks post implant of the ICD and 5 years post implant of the leads. The patient's spouse found the patient when he heard a beeping sound coming from the ICD. A cause of death was unknown.

Manufacturer narrative:
Additional information was received that device interrogation revealed the first of the short interval counts (sic) were counted at 2:38:11am on (B)(6) 2013, indicating oversensing. The sic reached 300 short v-v intervals at 2:55:54am on (B)(6) 2013. An impedance alert was triggered at the 9:00am measurement. Technical services (ts) discussed that this time corresponds to how long after death it would take for the blood chemistry to sufficiently change for this to occur. Ts discussed that it was likely that the patient would have passed out a couple minutes before this due to lack of sufficient cardiac output. The presence of this rhythm does not imply any prior tachycardia as it could occur with death for any reason. There was no allegation against the ICD system. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: ddbb1d1 implantable cardioverter defibrillator (ICD) implanted: (B)(6) 2013; 694765 implantable tachy lead implanted: (B)(6) 2008.

Manufacturer narrative:
Additional information was received that the patient was a known controlled substance and alcohol abuser. A save to disk revealed the device had normal function. The device was not suspected to be related the death. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.